Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to subclavian crush.

Event description:
During an unrelated competitor device replacement procedure, there was damage noted on the left ventricular (lv) lead near the suture sleeve due to subclavian crush. The pacing lead impedance (pli) was also noted to be high and out of range. The lead was capped and replaced and the patient was stable with no consequences.